Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving baclofen (2000 mcg/ml at 1400 mcg/day) via an implantable pump for an unknown indication for use. It was stated that for the past 6 months (prior to (B)(6) 2019) the patient had intermittent episodes of intrathecal baclofen (itb) withdrawal and overdose. Symptoms included change in mental status, increased tone, myoclonic activity, and confusion. It was stated there had been no volume discrepancies at refills, the pump logs showed no alarm logs (e.g. Motor stalls), and imaging was negative. The hcp stated they had aspirated numerous times from the catheter access port (cap) of the pump and were able to aspirate cerebrospinal fluid (csf) freely. The patient was currently in the intensive care unit (ICU). (B)(4) study and/or drug evaluation (e.g. Compounding) were discussed, as well as a therapeutic bolus for withdrawal symptoms. Further complications were not reported.